Manufacturer narrative:
The sterile electrodes were returned to empi for evaluation. Once this is completed a follow-up report will be submitted.

Manufacturer narrative:
The electrodes were returned and evaluated. No failures were found and the electrodes were within specifications.

Event description:
It was reported to empi that a patient had developed burns and blisters under sterile electrodes. The electrodes were place on the patient under bandages post op for right total hip replacement surgery on (B)(6), 2014. The skin was treated with chloroprep prior to surgery. The electrodes were 5 to 6 inches apart and placed on each side of the surgical sight 3 inches from the center of the incision. The electrodes were left in place until the bandages were removed on (B)(6), 2014, and at this time the visiting nurse noticed the blistering. The blisters were seeping. This was a 2nd degree burn. Medical treatment was provided by a nurse caring for the surgical sight. The burned areas were dressed with gauze until they dried up.